Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon (intermittent image) was not reported, however, since the cable had dents, it is likely that moisture temporarily entered from that part, the image was blurred, and the image was temporarily displayed intermittently. Regarding the moisture invasion, the instructions for use identify verbiage that may prevent the phenomenon: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, a blurry image was displayed with no interference and the charge-coupled device was faulty. In addition, moisture had entered the assembly and it was no longer water tight due to a cut on the outer sheath of the cable. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. The following medwatch reports are related: patient identifiers (B)(6)(otv-s7proh-fd) and (B)(6) (otv-s7proh-fd, this complaint).

Event description:
The customer reported to olympus, the hd autoclavable camera head had an interference and it stopped working during two separate trans urethral resection of bladder tumor (turbt) procedures on the same day. Both procedures were completed using the device. There were no reports of patient harm associated with this event.